Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the atrial lead exhibited low lead impedance. The lead remained implanted.

Manufacturer narrative:
Final analysis found that the insulation was abraded at 4.7 cm to 4.8 cm from the connector pin, exposing the outer coil, due to friction with the device can. The insulation was also abraded at 3.2 cm to 3.5 cm and 30.5 cm to 31.3 cm from the distal tip, exposing the outer coil, due to friction with another implantable device.

Event description:
New information notes the lead exhibited noise and during post extraction there appears to be an insulation anomaly. The lead was subsequently explanted and replaced on (B)(6) 2014.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.